Event description:
The tech alleged the brakes are not holding when in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake mechanism, brake casters and brake steer caster to resolve the issue.